Manufacturer narrative:
Follow-up #1: date of submission: 030/02/2016 .device evaluation: the device has been returned and evaluated by product analysis on 02/18/2016 with the following findings: review of the bb shows no evidence of any valid loss of primes or prime issues. A rewind, load and prime steps were manually performed and successfully completed with no issues; the manual prime was accurately recorded in prime history. A 24hr duration test was successfully completed with no loss of prime warnings being duplicated and no unprogrammed primes were recorded in history during this time period. No hypersensitive keys observed on the keypad. The force sensor calibration check showed the pump is detecting the correct force. Unable to duplicate the complaint. Battery compartment is cracked near the cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.